Manufacturer narrative:
A maquet field service technician (fst) evaluated the device. He found the retaining ring's securing screw missing and the retaining ring was out of position. The retaining ring holds the mounting pin for the light head in place. With the retaining ring out of position, the pin can dislodge and the light head can separate from of the spring arm. The original secure screw was not found after the light head fell. The fst inspected the components of the light and didn't find any damage of defects. Fst reassembled all of the parts, replaced the screw with a new one, and verified the light was fully functional. The hanaulux 2000 series operating manual mentions that the products are to be inspected by a specialised technician every six months. Maquet is not the primary service provider of these lights; they are maintained by a hospital contracted biomedical service. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer called maquet and complained that their light fell off of the spring arm. This event did not occur during surgery and no patient was harmed. (B)(4).